Event description:
The customer observed falsely elevated magnesium results on alinity c processing module for multiple patients. The one result example provided were: sid (B)(6) initial= 8.61 mg/dl /repeated on another analyzer=normal range (no actual results provided), laboratory reference range for magnesium=1.60 to 2.60 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
During the site visit, the abbott field service (fsr) replaced the alinity sample probe (04s51-01) and the alinity cuvette dry tip (04s52-01). The parts were replaced which resolved the issue. A review of the alinity (B)(6) instrument service history, identified no contributing factors to the discrepant result. A review of the alinity c, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alinity probe and cuvette dry tip associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of the alinity ci-series operations manual shows adequate information for operational precautions and limitations and troubleshooting for the reported issue; including, but not limited to, replacement and the verification of the alinity sample probe and the alinity cuvette dry tip. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the alinity sample probe and the alinity cuvette dry tip.